Event description:
The customer reported via phone call that they were unable to transfer information from the meter to their insulin pump. The customer was unable to troubleshoot at the time of the call. Customer was advised their insulin pump needed to be replaced due to the lack of alarms. Customer's blood glucose was 11.4 mmol/l. The customer was advised to revert to a back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 65 noted during testing. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up; the insulin pump displayed the programmed value properly on the display graph. The insulin pump was programmed with test glucose meter, the insulin pump communicated properly and recorded the 4.6 mmol/l value properly from glucose meter; the sensor feature working properly. The insulin pump communicated properly with blood glucose meter. No radio frequency communication anomalies were noted. The insulin pump had minor scratched lcd window and case.